Event description:
It was reported that on 17 may 2024 the patient was laying down and woke up to charge their mcot monitor however the monitor would not charge. The monitor was saying it was too wet to charge. The patient also noted that the charging equipment that was sent with the mcot kit caught on fire. The charger caught on fire along with 3 out 4 other personal charger cords burn as well. There were no injuries reported by the patient. Replacement kit was sent.

Manufacturer narrative:
It was reported that when the mcot monitor was charging the charging cord caught fire. The mcot monitor and charger was not returned for device evaluation. Evaluation was unable to be performed as the device was not returned or is unable to be recovered. Engineering evaluation was unable to be performed as the device was not returned.